Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) has atrial fibrillation approximately 40% of the time. The patient therefore, had a ventricular tachycardia (vt) -1 zone that was monitor only (mo). It was noted that there were multiple episodes with no therapy in the vt-1 zone in the counters and logbook; however, also in the counters there had been 4 vt-1 treated episodes. It was questioned how this could happen. The patient reported receiving a shock, but it was noted that the shock episode was not available in the arrhythmia logbook because, it had been overwritten. Boston scientific technical services (ts) discussed that if there were vt-1 episodes with therapy, that meant that initial detection was met in the vt-1 mo zone, then the rhythm accelerated to a higher zone with therapy and was treated. Ts discussed that since the episode detail and line item had been overwritten, they could look at the last delivered shock in the battery details to see when the episode took place. It was noted that other viewable vt-1 episodes in the logbook looked like atrial fibrillation (af) with rapid ventricular response (rvr). It was questioned how to program around possible inappropriate shocks from the af with rvr. Ts discussed the issue of detection being met in the mo zone then accelerating and no detection enhancements would be applied in the higher zone. Ts discussed options for programming. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.